Event description:
It was reported that this pacemaker reverted to safety mode. The device battery was suspected to have depleted prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report is being filed to note the device has been received and is undergoing analysis and also to correct d6b: explant date.

Event description:
It was reported that this pacemaker reverted to safety mode. The device battery was suspected to have depleted prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to note the device has been received and is undergoing analysis and also to correct d6b: explant date. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. An attempt was made to interrogate the device but it exhibited no telemetry function. The device case was removed to facilitate inspection and testing of the internal components. The device battery was found to be depleted and bradycardia therapy was not available. The cause of the reported clinical observations could not be definitively confirmed as testing of the device was unable to determine the cause of the premature depletion.

Event description:
It was reported that this pacemaker reverted to safety mode. The device battery was suspected to have depleted prematurely. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.